Event description:
It was reported that the insulin pump alarmed battery out limit during normal device use. The customer did not know the blood glucose reading. The customer stated that it seemed as though the insulin pump had become stuck and was unable to return to the main menu. She was advised that the alarm indicated a possible loose battery cap and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.